Event description:
It was reported that a girl developed an exudative surgical wound infection. The patient required intravenous antibiotics and the vagus nerve stimulator was removed. Additionally, gastrostomy tube was placed due to vocal-cord paralysis and persistent dysphagia.

Manufacturer narrative:
Pearl pl, conry ja, yaun a, taylor jl, heffron am, sigman m, tsuchida tn, elling nj, bruce da gaillard wd. Misidentification of vagus nerve stimulator for intravenous access and other major adverse events. Pediatr neurol 2008;38:248-251.